Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was at the abdomen. The blood glucose level was 340 mg/dl at the time of the event; therefore, the patient was treated with correction bolus via pump. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004889 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6004889 was packaging according to the wi version 16, in the machine multivac 14, on 10/jan/2024, with a total of (B)(4) units. Cannula lot: the lot 4a00600 was packaging according to the wi version 14, in the machine cannula lc04, on 10/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28-may-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004889 and no other complaint has been registered in database for the same lot 6004889 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.